Event description:
Pt rec'd vascular patch during carotid endarterectomy procedure. Pt was asymptomatic at six-week f/u; however, duplex doppler imaging revealed a suspected pseudoaneurysm or true aneurysm of the repaired area, confirmed by angiography. Repaired with saphenous vein replacement. No further complications at time of this report.